Event description:
Customer reported receiving an error 4 while attempting to obtain a glucose result on their freestyle flash blood glucose monitor. Customer was not able to test, and continued to treat themselves. Over the course of several days, the customer began to excessively sweat, and the customer began to lose weight. The customer went to the doctor where they were diagnosed with diabetic ketoacidosis. Treatment administered to stabilize glucose levels is unknown. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.